Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device a review of risk management files found that the reported failure was documented appropriately. According to the report, the broken pieces were retrieved from the patient. Although the operative report was requested it was not provided for review. Based on the limited information provided the root cause for the breakage could not be concluded. A backup device was used to complete the procedure. Per case details, ¿patient was not harmed as consequence of this problem.¿ since, there was no reported harm to the patient, no further clinical/medical assessment is warranted at this time. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during shoulder arthroscopy procedure, the healicoil knotless broke inside the patient when it was being screwed. All pieces were recovered by using suction. The procedure was finished with a single row repair surgical with no significant delay. Patient was not harmed as consequence of this problem.